Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported constant air in line alarms which were reproduced. Constant air in line alarms were verified through a review of the event history log and found to be caused by the upper and lower ultrasonic sensor fluid numbers which were below specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. There was no patient involvement. No additional information is available.